Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative h3 h4 h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the driving cap was broken from the weld from the dowel pin present in the pull button. Therefore, the other components are not attached in the original position. The pin was not returned. Therefore, the reported condition can be confirmed. The observed condition of the pin has been previously assessed by materials and testing. Materials and testing provided drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. Surgical technique guide mentions: apply light and controlled hammer blows to seat the nail and the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide can be attached to the back end of the driving cap by screwing both parts together. Dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the driving cap. Based on the testing performed by materials and testing, the root cause can be determined to be traced to the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.043.028, lot number : 21456204, release to warehouse date : 07.jan.2022, expiration date : na, supplier: (B)(4), manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2024, the pin had come out of the driving cap. There was no patient involvement. During manufacturer's investigation of the provided product picture it was identified that the driving cap has broken and the pull button is separated from the compression spring. Cross pin is missing. This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e3: reporter is a j&j sales representative. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that driving cap has broken and the pull button is separated from the compression spring. Cross pin is missing. The observed condition of the device was consistent with a random component failure. The provided evidence was not sufficient to confirm the reported event of fell apart-unattached. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The observed condition of the pin has been previously assessed by materials and testing. Materials and testing provided drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. Surgical technique guide mentions apply light and controlled hammer blows to seat the nail and the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide can be attached to the back end of the driving cap by screwing both parts together. The overall complaint was unconfirmed as the observed condition of the driving cap would contribute to the complained device issue. Based on the testing performed by materials and testing, the root cause can be determined to be traced to the user. Based on investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: product code: 03.043.028. Lot number: 21456204. Release to warehouse date: 07.jan.2022. Supplier: (B)(4). Manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.